Event description:
Litigation papers allege shortly after surgery, patient began to experience severe pain and discomfort in his left hip. His mobility has decreased and he walks with a constant limp.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the broach. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Litigation papers allege shortly after surgery, patient began to experience severe pain and discomfort in his left hip. His mobility has decreased and he walks with a constant limp. Update: 11/15/2012 medical records were received from legal, and part/lot information was identified. Records indicate that during the primary surgery after the final broaching a small crack in the medial calcar was discovered. Records are available for further review. (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf has no allegation and no revision reported. The summit broach instrument that was reported in the etq was changed to summit stem with porocoat.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per wi-(B)(4) it has been determined that should related reports be identified a DHR review is not required. Per nr-(B)(4) a medical record review is not required for this complaint record. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Complaint description: new etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- litigation papers allege shortly after surgery, patient began to experience severe pain and discomfort in his left hip. His mobility has decreased and he walks with a constant limp. Update: 11/15/2012 medical records were received from legal, and part/lot information was identified. Records indicate that during the primary surgery after the final broaching a small crack in the medial calcar was discovered. Records are available for further review. Update ad 1 may 2018: com-(B)(4) has been re-opened under pc-000287344 due to the receipt of ppf and sticker sheets. Ppf has no allegations and no revision reported. The summit broach instrument that was reported in the etq was changed to summit stem with porocoat. Doi: (B)(4) 2008 - dor: none reported (left hip).